Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that while the patient was having a pocket revision, the distal portion of the lead became bent and was possibly touched by the bovie tip. There was no fraying noted on the wire, intra-op/post-op impedances were all within normal limits and the physician elected to not replace the lead. The issue was noted to be resolved at the time of the event and the patient was alive with no injury. There were no further complications reported or anticipated.